Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot#: va1cfby, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: 3387s-40, lot#: va1cfby, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID :7482a51, serial#: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2017, product type: extension. Product ID: 7482a51, serial#: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2017, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient¿s system was explanted due to infection in (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID 3387s-40 lot# va1cfby serial# implanted: (B)(6) explanted: (B)(6) 2017 product type lead product ID 3387s-40 lot# va1cfby serial# implanted: (B)(6) 2017 explanted: (B)(6) 2017product type lead product ID 7482a51 lot# serial# (B)(4) implanted: (B)(6) 2008 explanted: (B)(6) 2017 product type extension product ID 7482a51 lot# serial# (b)()4) implanted: (B)(6) 2008 explanted: (B)(6) 2017 product type extension if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported the system was explanted (B)(6) 2017.